Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: ni. Event description: [(B)(6)] model: gelpoint cngl2. Event date: within the last year. I spoke over the phone with dr. [(B)(6)] on wednesday (B)(6) 2024. He's a colorectal surgeon at [(B)(6)] in (B)(6), tx, USA. I was calling to discuss his recent use of the gelpoint (cngl2) in the last 6mo to gather a general pmcf data point. However, during this conversation he relayed an occurrence that we think should be logged as a complaint: he noted that he uses the gelpoint off label for single port robotic procedures. In these procedures, he places 5 total sleeves through the gelseal cap: two robotic sleeves (12 and 8mm), a robotic [competitor] port, and two assisting sleeves (from the sleeves that come packaged with the gelpoint). He noted that in these procedures, the instrument shield has fallen into the abdomen - he said the robotic arms can push it in. He did not have an incident date, he said this had happened roughly within the last year. He said this occurrence was not associated with patient injury. He also noted that the robot pulls the robotic sleeves out of the gel frequently. Additional information provided by [(B)(6)] via email on 30sep2024, entered by [(B)(6). Regarding the statement ¿he also noted that the robot pulls the robotic sleeves out of the gel frequently¿, physician did not state how many individual times this has occurred, but he said it happens often. He is saying that he places (non-applied) robotic sleeves through the gelseal cap (off label), then places the robotic arms through those (non-applied) sleeves, and that the robotic arms can pull the (non-applied) robotic sleeves out. The robotic sleeves used in the procedure were not applied medical robotic sleeves. For the instrument shield the physician said he was able to remove the shield and proceed to complete the procedure. He did not indicate that the sleeves being pulled out prevented the procedures from being resumed and completed. The physician didn't specify what procedures he uses the medical device for, but he said he's using this robotic single site set up for many different colorectal procedures including robotic right colectomy, transverse colectomy, left anterior resection, colostomy or ileostomy creation and reversal, sigmoid colectomy, abdominoperineal resection, total colectomy. Additional information provided by [(B)(6)] via email on 1oct2024, entered by [(B)(6)]. The surgeon did only note the one instance of the instrument shield falling into the abdomen. Since it was about a year ago, he was not able to specify which of the colorectal procedures he typically uses the gel in that this had occurred, but I should have said "in one of these procedures". Intervention: ni. Patient status: no injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni event description: [hospital] model: gelpoint cngl2 event date: within the last year I spoke over the phone with dr. [Name] on wednesday (B)(6) 2024. He's a colorectal surgeon at [hospital] in (B)(6) tx, USA. I was calling to discuss his recent use of the gelpoint (cngl2) in the last 6mo to gather a general pmcf data point. However, during this conversation he relayed an occurrence that we think should be logged as a complaint: he noted that he uses the gelpoint off label for single port robotic procedures. In these procedures, he places 5 total sleeves through the gelseal cap: two robotic sleeves (12 and 8mm), a robotic [competitor] port, and two assisting sleeves (from the sleeves that come packaged with the gelpoint). He noted that in these procedures, the instrument shield has fallen into the abdomen - he said the robotic arms can push it in. He did not have an incident date; he said this had happened roughly within the last year. He said this occurrence was not associated with patient injury. He also noted that the robot pulls the robotic sleeves out of the gel frequently. ***additional information provided by [applied team member] via email on 30sep2024, entered by [applied team member]*** regarding the statement ¿he also noted that the robot pulls the robotic sleeves out of the gel frequently¿, physician did not state how many individual times this has occurred, but he said it happens often. He is saying that he places (non-applied) robotic sleeves through the gelseal cap (off label), then places the robotic arms through those (non-applied) sleeves, and that the robotic arms can pull the (non-applied) robotic sleeves out. The robotic sleeves used in the procedure were not applied medical robotic sleeves. For the instrument shield the physician said he was able to remove the shield and proceed to complete the procedure. He did not indicate that the sleeves being pulled out prevented the procedures from being resumed and completed. The physician didn't specify what procedures he uses the medical device for, but he said he's using this robotic single site set up for many different colorectal procedures including robotic right colectomy, transverse colectomy, left anterior resection, colostomy or ileostomy creation and reversal, sigmoid colectomy, abdominoperineal resection, total colectomy. ***additional information provided by [applied team member] via email on 1oct2024, entered by [applied team member] *** the surgeon did only note the one instance of the instrument shield falling into the abdomen. Since it was about a year ago, he was not able to specify which of the colorectal procedures he typically uses the gel in that this had occurred, but I should have said "in one of these procedures". Intervention: ni patient status: no injury.